Event description:
It was reported that a patient was needing hemodynamic support and was placed on norepinephrine infusion. The nurse reportedly noted a drop in patient's blood pressure despite increased hemodynamic infusion support. The nurse troubleshooted the issue and noted that the medication was not dripping. The pump module reportedly did not alarm and gave no indication that fluid was not being delivered. The IV tubing was then removed from pump module and on inspection it was noted that tubing appeared to be "fused together inside channel." It was reported that norepinephrine tubing was first used on february 7. Norepinephrine was reportedly infusing "on and off"; on february 8th it was turned "off" at 2355 and then turned back "on" on feb 9th at 0900, infused for approximately for 1 hour and 10 mins before the issue was identified. The customer further reported that the device and tubing were isolated, and the clinician then obtained a new infusion pump, and the medication was restarted. The event reportedly resulted in a drop of blood pressure requiring "titration of norepinephrine until new line of norepinephrine could be mixed and hung." The customer reported that there was no patient harm.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that a patient was needing hemodynamic support and was placed on norepinephrine infusion. The nurse reportedly noted a drop in patient's blood pressure despite increased hemodynamic infusion support. The nurse troubleshooted the issue and noted that the medication was not dripping. The pump module reportedly did not alarm and gave no indication that fluid was not being delivered. The IV tubing was then removed from pump module and on inspection it was noted that tubing appeared to be "fused together inside channel." It was reported that norepinephrine tubing was first used on february 7. Norepinephrine was reportedly infusing "on and off"; on february 8th it was turned "off" at 2355 and then turned back "on" on feb 9th at 0900, infused for approximately for 1 hour and 10 mins before the issue was identified. The customer further reported that the device and tubing were isolated, and the clinician then obtained a new infusion pump, and the medication was restarted. The event reportedly resulted in a drop of blood pressure requiring "titration of norepinephrine until new line of norepinephrine could be mixed and hung." The customer reported that there was no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/ logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.